Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a box of syringe 0.3ml 31g 8mm wholeunit 10bg 500 had missing label information before use. The following was reported by the initial reporter: "it was reported that expiration date was not on box.. Verbatim: consumer could not locate an "expiration date". Lot: 6319801. Catalog: 328438. Trademark: 2013. Date of event: na. Sample: na. Will not be sending out mail kit, letter or replacement. Cl".